Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations found the primary failure of the thermal damage to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause of thermal damage between grips instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was noted with a thermal damage/burn on the plastic that holds the blades and the wire. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the reported issue was noted prior to reprocessing. There was no report of arcing or patient harm when the instrument used the last time in a procedure.